Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was having issues with the pump fill estimate. Customer declined to troubleshoot with tandem technical support. Additionally, it was reported that pump unexpectedly reset. Reportedly, customer continued to use pump for insulin therapy. Customer's blood glucose ranged from 130-141 mg/dl.